Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that two ar-1588tn-21 tightrope ii abs sliding suture for the tightrope mechanism wouldn't shorten. The case was completed using a third ar-1588tn-21 tightrope ii abs. The patient was not affected. The case was delayed fifteen minutes in surgical time. This was discovered during a procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: b5, g3. Correction, h1 to n/a . Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon further review and evaluation of associated risk documentation, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803.

Event description:
Additional information received on 10/2/2024: this was discovered on the back table during an acl reconstruction with allograft and meniscus repair procedure. Additional anesthesia was not needed.